Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that since implant the right ventricular lead had rising and varied thresholds. Impedance is high at 2566 ohms. The lead is being capped and replaced. No patient complications have been reported as a result of this event.